Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using cold insulin. Tandem clinical support informed customer that using cold insulin is off label per the user guide. Customer¿s blood glucose (bg) level was 245-303 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.